Event description:
It was reported that during a stenting treatment procedure, deployment issues occurred. The target lesion was located in the moderately tortuous and mildly calcified subclavian artery. This 7.0x20x135 cm express biliary ld stent was advanced and deployed; however, the stent moved a few millimeters during deployment. The stent was fully deployed and well apposed. Another stent was introduced and deployed to cover the entire lesion. The procedure was considered completed at this point. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).